Manufacturer narrative:
(B)(4). Investigation: the customer stated that heparin was used instead of anticoagulant. Per the customer, the anticoagulant ratio was set at 20:1 & 25,000 units of heparin in 250 ml of dextrose 5% water (d5w).the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Event description:
The customer reported that a patient underwent spectra optia exchange procedure. After discharge from the hospital, the patient experienced a citrate reaction at home. The customer alleged that serious injury occurred with medical intervention, but the injury and medical intervention were not specified. The customer declined to provide procedural details related to the citrate reaction, patient information and patient outcome. The spectra optia exchange set is not available for return because it was discarded by the customer.